Manufacturer narrative:
On visual inspection of the returned device all of the pogo-pins had been sheared off. The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On (B)(6) 2012 there were multiple manual power ups logged on the device history. Investigation did not confirm a fault with the device membrane, however there is evidence that it was switching itself on automatically. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The damaged device pogo-pins would have occurred sometime after the last history log entry and is likely to have occurred during the installation of a pad-pak where excessive force would have been used. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device status indicators were flashing intermittently. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.